Event description:
The biotronik lead that was implanted on (B)(6) 2009 exhibited intermittently high impedances on the hv and tip to coil which triggered alerts. It was noted that lead resistances of around 165 ohms (hvb). The rv lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).